Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result, omsc surmised that the reported phenomenon was attributed to temporary malfunction of the printed circuit board for video signal processing, which might be caused by the aging degradation due to long term use because approximately six years had passed since the subject device had been installed. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported event was not duplicated, and also found that there was no abnormality on the exterior, and the subject device functioned without any problems when connecting and operating according to the instruction manual of the subject device. The subject device was turned on and off repeatedly, however the noise on the image and black-out did not occur. Also during the continuous current test in a little over an hour, the noise on the image and black-out did not occur. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an unspecified therapeutic procedure with the subject device at the user facility, it was found that the endoscopic image of the subject device had noise and blacked out occasionally when the endoscope was connected. And, it was found that these phenomena occurred in multiple endoscopes and camera heads, and there was no problem such as disconnection of the sdi cable. The user replaced the subject device to another device and completed the procedure. In addition, it was informed that there was no effect on the intended procedure and no patient injury.